Event description:
It was reported by service report that the motion interrupt pan was damaged. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: damaged motion interrupt pan.